Event description:
During service evaluation, a baxter service representative discovered a pump with a defective stop button on the pump head module keypad. There was no report of injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.